Event description:
Report received indicated difficulty was encountered during delivery of the cypher stent delivery system (sds) towards the lesion. In addition, the stent was dislodged and struts uplifted proximally. The target lesion was the (aha4) right coronary artery (rca) posterior descending branch. The lesion was de novo and moderately calcified. The vessel was highly tortuous and flexed. In particular, the proximal and mid section of the rca were noted highly flexed. There was 90% stenosis and lesion was predilated. The cypher sds was advanced through the vessel, however, it became stuck with the vessel's flexion proximally to the lesion. Therefore, attempts to withdraw the sds were made to conduct additional pre-dilation, however, when the device was pulled back into the guiding catheter, the proximal edge of the stent became caught at the distal tip of the guiding catheter and the stent dislodged on the guide wire. Subsequently, the dislodged stent was retrieved with the snare catheter and the lesion was treated with plain old balloon angioplasty (poba). The product was successfully finished. There was no patient injury reported. Physician's comment. "The cypher was pushed back and forth to deliver to the lesion and so the proximal edge of the stent might have been flared".

Manufacturer narrative:
This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.